Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the patient had a stroke post procedure. It was reported that on (B)(6) 2018, before any abbott device had entered the patient's anatomy, thrombus was noted on the [septal] fossa during the transseptal puncture. It was decided to continue with the procedure despite this thrombus. Two mitraclips were implanted without issue reducing mixed mitral regurgitation from grade 4 to grade 1. There was no device malfunction. Post procedure, that same day, the patient had a stroke. Per physician, the stroke was procedure related. The patient now has trouble swallowing and is in rehabilitation. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of stroke as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of stroke appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.